Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the defect was caused by stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the ¿u¿ plug on the bronchovideoscope was identified as faulty, which caused the image to become noisy. No patients were involved.